Event description:
It was reported that ¿es2 rod disassociated from the tulip head of screw.¿

Event description:
It was reported that ¿es2 rod disassociated from the tulip head of screw.¿

Manufacturer narrative:
Two mantis redux blockers (catalog #48289999 lot/serial no.(B)(4) and catalog #48289999 lot/serial no.(B)(4) ) were returned for examination but it was not clearly indicated which blocker is associated with this complaint. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the reported issue of post-operative disassembly was confirmed upon receipt and investigation of the mantis redux blocker. Upon inspection of the returned blocker, the deformation pattern on the bottom surface of the blocker was not characteristic of the extent of indentation from 12nm of final torque when a rod is properly seated against the blocker. The disassembly of the es2 construct and the consequent instability is likely responsible for the migration of the associated interbody device. The manufacturing records for lot# d9a were reviewed, but there were no anomalies that could explain the reported product issue. There are also several other possible causes including excess instantaneous loading and compromised tulip threading. Conclusion: the most likely cause of the disengagement is improper rod seating in the screw tulip and/or insufficient tightening resulting in construct instability.